Event description:
It was reported that the pt experienced withdrawal. No specific pt symptoms were reported. The pt's pump was explanted and replaced due to battery depletion, and the low battery alarm was occurring. It was also noted the catheter access port was detached from the pump. No pt outcome was reported. The pt's pump contained fentanyl, bupivacaine, and baclofen. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-ip report will be sent if add'l info is received.